Manufacturer narrative:
ER the instructions for use, device malposition and central aortic insufficiency requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central aortic insufficiency including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the exact cause of the valve malposition and cai post valve deployment cannot be confirmed. It is possible patient factors [minimal annular and leaflet calcification] may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 23mm sapien xt valve was deployed too aortic causing central aortic insufficiency. A second valve was implanted. Following bav, the 23mm valve was delivered landing 70:30 [aortic/ventricular]. The patient remained stable throughout the deployment; however, moderate central aortic insufficiency was noted post deployment. A second valve was placed more ventricular than the first valve. The patient remained stable throughout the entire procedure. Echo confirmed the second valve resolved the central leak. The end result was satisfactory and the procedure was completed. The native annular and leaflet calcification was described as mild. Mitral annular calcification (mac) was also mild. Coaxial alignment of the delivery system and the valve was good. Image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. The patient¿s ejection fraction was 40%.